Manufacturer narrative:
Insulin pump passed displacement test, sleep current test and active current test. Insulin pump failed the self test due to no vibration. No vibration isolated to the harness assembly vibrator. No pump error this alarm is generated when a power failure is detected or error motor safety circuit failed test error alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump errors. The customer's blood glucose level was 94 mg/dl. The customer reported that the insulin pump had the crc is incorrect for the application program area error and motor safety circuit failed test error. The customer reported that the insulin pump had failed the self test and did not vibrate during vibrate test. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.